Event description:
It was reported that during a lobectomy procedure, the devices locked out in the middle of firing. The devices were manually released and another device was used to complete the case. No pt consequence was reported.